Manufacturer narrative:
(B)(4). Batch # n90u24. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic left thyroidectomy procedure, the ultrasonic blade alarmed during working. Surgeon stopped the surgery and pulled out device, checked it, and didn't find any problem. Surgeon activated it outside and found its tip broken. Changed to a new one to complete the surgery. It didn't effect the whole surgery continue. There was no patient consequence reported.